Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm 130. Customer putted air pod next to pump which has magnets. Customer was able to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, advised the customer to monitor the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.